Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
The baylis medical nrg transseptal needle (rf needle) was used for transseptal puncture in a patient during a repeat atrial fibrillation procedure. The patient presented with an extremely thick septum. During the second transseptal puncture, the physician decided to use an acunav ice catheter. Following attempts to correctly position the transseptal assembly on the septum for puncture, force was applied to the rf needle and agilis sheath to tent the septum. A [?]pop' was felt and the sheath/dilator were advanced under fluoroscopic guidance. Following removal of the rf needle, the physician attempted to aspirate but was unsuccessful. Using a guidewire, the physician confirmed that the pericardial space had been accessed. A small amount of fluid was observed in the pericardial space but following observation for 15 min, no change was observed. A pericardial tap was determined to not be necessary. However, the procedure was aborted due to the procedural complications. The patient was monitored and was reported to be well two hours later. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the devices used during the procedure.